Manufacturer narrative:
These error messages are displayed when: moisture within the internal components via the articulation sleeve material. False positive over temp. Real over temp conditions (safety mitigation). A corrective and preventive action was opened and actively pursued in order to improve the durability of this material. As a result of a recent FDA inspection, we have strengthened our MDR reporting procedure. Consistent with this, we are retrospectively reporting this initial medical device report.

Event description:
The investigation revealed that the z6ms transducer fails during study due to an usacquisitionhw_ error message. When this occurs the customer must dismiss the message, restart the system or in the worst case, exchange the transducer causing a reinsertion of the tee transducer.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Investigation: during the device investigation, a hole in the articulation sleeve was found. The most probable cause for the hole was due to an external force. This hole can lead to liquid infiltration into the articulation sleeve, and could have an affect on the electrical components. It was recommended that the customer handle the transducer carefully.

Event description:
This is a supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00062) submitted in 2016 did not go through correctly. Additional information was received and it was reported that during patient planning for a transesophageal echocardiography (tee) study, a usacquisitionhw_40 error appeared on the screen. The transducer was replaced and the intended procedure was completed. A delay of 30 minutes was incurred to retrieve another transducer. There was no patient injury reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the date of event (see section b3), provide additional event information see section b5), correct the brand name of the device (see section d1), update the manufacturer's contact information (see section g1), correct the date received by manufacturer (see section g4), correct the PMA/510(k) information (see section g5), correct the event problem and evaluation codes (see section h6), and provide additional manufacturer narrative (see section h10). The device referenced in this report was returned to siemens for evaluation. During visual investigation, it was found that there is a hole on the articulation sleeve which appeared to have been created from the outside by physical force. The most likely cause of the reported event was due to liquid infiltration into the articulation sleeve damaged by customer misuse.